Event description:
The reporter indicated his hand-held is constantly running slow. The software in the handheld computer was 7.1 programming software. Attempts are being made to have the product returned to the manufacturer to perform a product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.